Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a health related issue and it was then noted that the cardiac resynchronization therapy defibrillator (crt-d) had lower longevity. Boston scientific technical services (ts) discussed some reprogramming changes. The crt-d remains in service. No adverse patient effects were reported.